Event description:
It was reported the pt is experiencing pain/soreness at her scs ipg pocket site due to the scs ipg rubbing as a result of being angled. The pt is consulting with the physician regarding surgical intervention being taken to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.